Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lead has been explanted. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that a lead extraction has been scheduled for next week.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. The device has trended up over the course of a year. The presenting electrogram (egm) was negative for noise. Boston scientific technical services (ts) recommended troubleshooting to assess the lead. There were no adverse patient effects reported.